Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to f&p healthcare in (B)(4) for investigation. The returned chamber was visually inspected and functionally tested. Results: visual inspection revealed no damage to the chamber. The floats were found to be moving freely. During the functional test the water level of both primary and secondary floats was checked. Both floats operated correctly, and the water level attained was within specification. Conclusion: we were unable to determine the cause of the reported issue, as the complaint mr290 chamber was found to be operating correctly. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported to a fisher & paykel (f&p) healthcare field representative that the water inside the mr290 vented autofeed humidification chamber exceeded the maximum water level line. This was observed during use on a patient. No patient consequence was reported.